Manufacturer narrative:
Additional suspect medical device component involved in the event:   model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacing and revising the leads were lead migration and inadequate stimulation. The patient underwent a revision procedure wherein the leads were replaced. The physician did not suspect device malfunction and wanted the patient to have a lead with more stability since the explanted leads moved so quickly after the patients implant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be replaced for an unknown reason.